Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device did not fill. Biomed stated a functional check showed that the circulation pump would not generate pressure above -1.0. Mss discussed that this indicated a failed circulation pump. Biomed requested a quote for the 2k hour service package. Per email response received on 24aug2021, biomed stated that there was no patient involvement, and the arctic sun device will be sent to the depot for repair. Per sample evaluation received on 12may2022, it was reported that the arctic sun device had a flow meter that also contributed to the reported issue. The mixing pump was installed in decontamination to cool. Blue connector nut was missing from the patient temperature (pt1) connection. The main voltage card connection to power inlet module shows signs of electrical overstress and would be replaced as a preventative measure.

Manufacturer narrative:
The reported issue was confirmed. The root cause is supplier ¿ root cause. Inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. Device history record review was not required. Labeling review is not required because labeling could not have prevented this issue h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device did not fill. Biomed stated a functional check showed that the circulation pump would not generate pressure above -1.0. Mss discussed that this indicated a failed circulation pump. Biomed requested a quote for the 2k hour service package. Per email response received on 24aug2021, biomed stated that there was no patient involvement, and the arctic sun device will be sent to the depot for repair. Per sample evaluation received on 12may2022, it was reported that the arctic sun device had a flow meter that also contributed to the reported issue. The mixing pump was installed in decontamination to cool. Blue connector nut was missing from the patient temperature (pt1) connection. The main voltage card connection to power inlet module shows signs of electrical overstress and would be replaced as a preventative measure.